Manufacturer narrative:
A review of the complaint history for sn (B)(6), was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6), was performed from the date of manufacture, 07-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication had been stuck in the "requested" state. A technical support specialist (tss) stated that the users had to sign out then sign back in to issue the rx verify code med and were able to get the notified. A tss reported bug 55845 to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower medication was stuck on requested. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.